Event description:
Info received indicates when the head section is flat and the bed is fully raised, he can press the bed down and the bed will lower 2-3 inches, but then will continue to go into a trend position when the bed down switch is released.

Manufacturer narrative:
The account has declined to repair the bed.